Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "possible iab abrasion". It was reported that "multiple helium loss alarms that persisted after multiple troubleshooting attempts. No blood visible in the helium driveline tubing. Troubleshooting included repositioning, decreasing aib volume and changi ng assist ratio to 1:2. Over half a tank of helium used in less than 4 hours". As a result, the iab was removed. It is unknown if a 2nd iab was inserted as the "nurse was not sure if they would replace or treat medically". No patient harm or injury. The patient status is reported as "fine".

Event description:
Reported as "possible iab abrasion". It was reported that "multiple helium loss alarms that persisted after multiple troubleshooting attempts. No blood visible in the helium driveline tubing. Troubleshooting included repositioning, decreasing aib volume and changi ng assist ratio to 1:2. Over half a tank of helium used in less than 4 hours". As a result, the iab was removed. It is unknown if a 2nd iab was inserted as the "nurse was not sure if they would replace or treat medically". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint for helium loss alarm is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "possible iab abrasion". It was reported that "multiple helium loss alarms that persisted after multiple troubleshooting attempts. No blood visible in the helium driveline tubing. Troubleshooting included repositioning, decreasing aib volume and changi ng assist ratio to 1:2. Over half a tank of helium used in less than 4 hours". As a result, the iab was removed. It is unknown if a 2nd iab was inserted as the "nurse was not sure if they would replace or treat medically". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.